Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose hemorrhage ligation procedure performed on (B)(6) 2022. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only with the suture) was analyzed, and a visual evaluation noted that the slack was taken up correctly and the trip wire was secured. The suture thread was in good condition and contained the seven knots. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, it was found that the returned handle assembly and the suture did not show any visual or functional problem that may have caused the reported complaint. It is possible that due to the manipulation of the device or technique used during handling and this may have interfered with the normal operation of the device; however, since only the handle assembly with the suture were returned, it is not possible to carry out a more thorough investigation to determine the influence of the device on the deployment problem of the bands. Based on all gathered information, the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose hemorrhage ligation procedure performed on april 26, 2022. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.